Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the imaging system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a lumbar spinal fusion, image acquisitions from the imaging system were grainy. It was reported that the first two image acquisitions were unused due to incorrect scan information being input on the imaging system. The third image acquisition in the procedure was found to be grainy and could be used. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was later reported that the site suspected the issue to be due to the patient's size and potential metal interference in the image acquisition from arm boards on the operating bed.